Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels despite changing the cartridge and infusion set and not eating much food in the past couple of days. A bolus via the pump and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.